Event description:
It was reported that the patient was asymptomatic. It was noted following a new implant procedure, prior to discharge at time of interrogation that the right ventricular (rv) lead was dislodged. The rv lead was sensing and capturing in the right atrium (ra). The rv lead was explanted and replaced. There were no complications. The patient was stable.